Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer's blood glucose was 403 mg/dl at the time of call. The customer stated that he treated his high blood glucose with the insulin pump. The customer stated that he had back-up plan. The customer declined to troubleshoot for air bubbles, leaks, insulin and site issues. The customer declined to perform high pressure test. The customer mentioned that the sensor kept getting stuck in the serter and had blood on the transmitter. The insulin pump will not be returned for analysis.